Manufacturer narrative:
Olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot the device. Olympus sales rep reported the image was lost with the 180 scopes. Different pigtails were tried, and the same issue occurred. The scopes were working on a different tower. They did not try on the 190 scopes. Tac recommended to send in the cv-190 for repair. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the patient board set needs to be replaced as it was defective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, it stopped showing an image, it was working fine for about a month on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/faulty patient board set could not be identified. However, it's likely the cause is related to a faulty video cable connector. However, it¿s likely the cause is related to the subject device being manufactured before the circuit design of the operational amplifier of the printed circuit board (dr board) was changed. However, it could not be identified. It was confirmed that the design of the printed circuit board (dr board) was changed on april 16, 2018. It is unknown if the design change is related to the reported phenomenon or not. Olympus will continue to monitor field performance for this device.